Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse confirmed the issue. The cord was off the track and wrapped around the guide wheels. The fse removed the cord reel, inspected the cable and rewrapped the cord. There was no visible damage to the reel. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) power cord would not retract. There was no patient involvement.